Event description:
Patient was revised bi-laterally for unknown reasons.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the u.s. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Revised for alval.

Manufacturer narrative:
Additional narrative: new etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint ¿ asr revision bi-lateral asr xl acetabular system reason for revision: alval/soft tissue reaction update from (B)(6) spreadsheet (B)(4) 2012: date of revision, reason for revision, surgeon update rec'd 11 sep 2013 - new lot number for one of the femoral heads the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically.